Event description:
Customer performed a blood glucose test and received a result of 92mg/dl. Took normal medication. Customer later passed out. Emt's were called and they received a result of 24mg/dl. Customer was given IV and transferred to the hosp. Blood glucose was stabilized."no controls were not used at the time but are in range".